Event description:
The catheter cracked outside the tunnel just distal to the exit site.

Manufacturer narrative:
Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.